Manufacturer narrative:
Internal investigation concluded that isotis has never manufactured arthrex allosync pure dbm. Isotis is not the manufacturer of the suspect device.

Event description:
On 10 oct 2024, seaspine/isotis received a report from the FDA of a patient-submitted medwatch, MDR report # mw5159481. The report alleges a medical event involving arthrex allosync pure dbm and names isotis orthobiologics as one of the manufacturers. Isotis has never manufactured this product line for arthrex.